Manufacturer narrative:
(B)(4). (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that when performing high current output functional test on power supply units received that day, as per IFU, the device failed with readings of 5.2-5.3 falling outside of specification listed in IFU. These are new vh-3010. Biomed has performed that test in the exact same manner as previous times. Biomed performed testing as stated in vasoview hemopro power supply service manual pg 17 section d "functional tests" per directions. Functional test do not require use of extension cables/adapters. Per direction for high current output test : with the 10k ohm resistor in place, turn the power setting knob clockwise all the way to the end, check the current from pin#1 to pin#5 using a multimeter in series with a 0.62ohm resistor. This functionality issue was observed by biomed. There was no patient involvement.